Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-36-00, 36mm humeral liner +0 unconstrained. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-31-36, glenosphere, 36mm. 320-35-01, small glenoid plate.

Event description:
As reported, during the initial rtsa on this (B)(6) female, as the surgeon were impacting the stem, they noticed the lesser tuberosity fragment had fractured. They were then able to impact the stem into position. The surgeon noted there is no extension of the fracture down the humeral canal. A fiber-wire cerclage tape was placed just distal to where the fracture line was to prevent any further propagation during final implantation. This patient has known osteogenesis imperfecta. The case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities.